Event description:
Technical services received a call on 1/16/2012. Caller was a patient interested in devices. Caller stated that she has a 6949 medtronic lead that was placed on recall and that it needs to be replaced due to the recall. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).